Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons would get stuck during fill tubing process. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed the insulin pump was still pushing out insulin due to button being stuck. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump not received in stuck manufacturing mode unit passed displacement test, rewind, prime/seating test and basic occlusion test. Unit passed self test. All buttons functioning properly. No damage in the keypad assembly noted. Connector was inspected and properly connected. Unit received with cracked retainer, minor scratched display window and scratched case.